Event description:
Severe eye pain upon contact lens insertion. Examination revealed severe giant papillary conjunctivitis with punctate keratitis. Patient revealed that she had purchased contacts online from (B)(6). Patient had been wearing daily contact lenses for 3 months. FDA safety report ID # (B)(4).